Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced fluctuations in blood glucose due to inconsistent use of meal announcements. The fluctuation ranged from 45 mg/dl to 400 mg/dl, with excursions lasting over 90 minutes. The user reported treating lows with fast-acting carbohydrates and allowed the ilet to correct elevated glucose levels. No outside medical intervention was required.